Manufacturer narrative:
Eval code-conclusion has been updated upon further review. It is noted recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because this is the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional analysis of the ins s/n: (B)(4), found that the front edge of connector #0 appeared to be damaged looking down the bore.

Manufacturer narrative:
Evaluation summary: analysis of the ins s/n: (B)(4) found that the set screw was backed out too far.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative (rep) reported that the lead would not advance. There was lead insertion difficulty reported during procedure. The health care professional (hcp) tried every way possible to get the lead inserted. They tried unscrewing it and reintroducing the grommet but it was getting stuck at the second contact. They ended up replacing the ins and the issue was resolved. The hcp thought it may be the curved tip stylet that was potentially the issue. The patient was having a replacement done but the rep was uncertain of why. The rep thought the patient had previously broken her hip and the health care professional (hcp) ended up taking out the previous device but did not have any further details. The rep believed the device was faulty. There were no reported symptoms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.